Event description:
It was reported that a proultra endo tip separated. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
In this incident, a proultra tip #5 se[arated. Though there is no indication that patient injury occurred as a result, there have been previous reports of this malfunction that necessitated medica/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.) Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.